Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, that would not infuse entire programmed volume and alarmed downstream occlusion. The event occurred during patient infusion at the medical intensive care unit (micu). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.